Event description:
It was reported that the patient had suffered from a middle ear inflammation and went to a local ent physician. The active electrode array was inadvertently pulled out of the cochlea during cleaning of the ear canal. The patient was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow upon report.